Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c174awk, implantable cardioverter defibrillator, (B)(6) 2010; 419688, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead had decreased and loss of sensing. The lead was revised and remains in use. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.